Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes an output, sensing and capture anomaly. Also reported was rapid battery depletion.~~~~~~~~